Event description:
The customer reported that the ventilator primary alarm sounded too low and could not be adjusted. The customer reported the ventilator was in use on a patient, and there was no patient harm. The respironics service technician was able to duplicate the customer reported problem. Inspection of the primary alarm revealed liquid inside the primary alarm and the exhalation flow sensor. The service technician replaced the primary alarm to correct the customer reported problem, and replaced the exhalation flow sensor address the service finding. Performance verification testing and extended self testing (est) was completed and all tests passed per operating specifications.

Manufacturer narrative:
Na